Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced a low blood glucose level. Customer¿s low blood glucose was 43 mg/dl. Customer's blood glucose level was 45 mg/dl at the time of incident and customer's current blood glucose level was 85 mg/dl. The customer¿s decline troubleshooting for low blood glucose. The product will not return for the analysis.

Manufacturer narrative:
Device received with cracked case (battery tube). Device passed displacement test, rewind, prime, basic occlusion, force sensor and occlusion test. (B)(4).